Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer frequently had air bubbles in the tubing. Reportedly, the customer primed the tubing to remove air bubbles. There was no reported impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.